Event description:
The friend of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was not charging the pt's batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the battery charger/modem was unable to detect a battery pack. The cause for the failure was isolated to contamination within the charger. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contamination. The pt rec'd a replacement battery charger/modem.